Event description:
End-user stated that medical attention was sought on (B)(6) 2019 around 6:00am at home. Caller stated that when her mother woke up she tested her blood glucose with her prodigy meter and received a result of 94mg/dl which was in her normal range for that time of day. Caller stated that the end-user was incoherent and slurring her speech. The end-user is prescribed 20units of tresiba in the morning, however no medication or food was consumed while waiting for the paramedics. Caller stated that paramedics were called about 15 minutes after testing. Paramedics arrived about 5minutes and tested the end-users blood glucose on their meter and got a result of 23mg/dl. Paramedics administered glucose in an IV and transported the end-use to the hospital. Upon arriving at the hospital, the end-users blood glucose was 92mg/dl. The end-user was given juice and something to eat and did not receive any treatment for anything else. The caller stated that the end-use was treated at (B)(6) for about 3 hours, located in (B)(6). Caller does not recall what the discharge instructions were. No additional information was given.